Event description:
Technician found that the right foot caster will swivel when the stretcher is in the brake mode.

Manufacturer narrative:
Technician found the caster was worn. Technician replaced the right foot caster and the brakes functioned properly.